Manufacturer narrative:
Insulin pump passed all required test. No motion sensor test alarm. Insulin pump was monitored. The insulin pump was received stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. Motor had intermittent failure that was not detected during testing. Unable to confirm motor position encoder error alarm due to over written history files. Insulin pump passed selftest. Insulin pump had cracked reservoir tube lip, battery tube threads, reservoir tube and window and scratched display window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received motor error alarms. The customer reported that they found motion sensor test alarm and a motor position encoder error alarm in the alarm history. The customer's blood glucose was 132 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that the insulin pump was not dropped. The customer performed displacement test and the insulin pump passed. The insulin pump will be returned for analysis.